Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma stations were recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported intermittent communication failed error messages which required rebooting the system in order to clear. There is no report of patient injury.